Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 06/19/2020 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn: (B)(4)) was used in an attempt to resuscitate a (B)(6)-year-old male patient in cardiac arrest. The cause of the cardiac arrest was presumed cardiac, and it was not witnessed. It is unknown what the duration of the patient's cardiac arrest was before the patient received manual CPR, which was performed for 7 minutes by the patient's family member prior to the ems arrival. When the autopulse was powered on, the platform displayed user advisory (ua) 18 (max take-up revolution exceeded) error message. The user removed the lifeband and checked for possible kinks or twists. Then, the lifeband was re-adjusted and the patient was re-aligned. However, the error message did not clear. The ems crew used their rescue pump along with manual CPR for 10 minutes to resuscitate the patient. En route to hospital, manual CPR continued for another 15 minutes. At the hospital, manual CPR was performed for an additional 30 minutes; however, return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead. As per the customer, the patient's death was not related to the autopulse system.

Manufacturer narrative:
H4 (device manufacture date) was corrected. D10 (date returned to manufacturer) was updated. The reported complaint of "when the autopulse was powered on, the platform displayed user advisory (ua) 18 (max take-up revolution exceeded) error message" was confirmed based on the archive data review and during the functional testing. The root cause of the ua18 error message was determined to be defective load cells, likely due to a defective component or harsh impact due to user handling such as a drop. The load cells were last replaced on may 2019, when the autopulse platform was returned to zoll and was serviced for an unrelated issue to this reported complaint. There were no physical damages observed on the returned autopulse platform during the visual inspection. The archive data review showed multiple ua18 (max take-up revolution exceeded) error messages to have occurred on the customer's reported event date; thus, confirming the reported complaint. User advisory 18 occurs when the driveshaft has traveled past the maximum number of revolutions without detecting a patient. As take-up is performed (when the user pressed the start button), the driveshaft moved the lifeband past the maximum allowable take-up depth without detecting load change at the load plate. The take-up position is achieved when the load plates sense an additional 6 lbs. Of load compared to the pre-take-up load. In this case, ua18 occurred because there was no weight detected on the load cell when the platform was powered on and the start button is pressed due to both load modules are defective. Unrelated to the reported complaint, further review of the archive showed user advisory (ua) 42 (force overload tripped) error messages to have occurred on the reported event date. The root cause of the ua42 was due to defective load cell modules. The system hardware automatically disabled the motor and clutch due to a forced overload, which was caused by the defective load cell modules. The defective load cell modules will be replaced to address both ua18 and ua42 error messages. During the functional testing, the autopulse platform failed the initial functional testing due to ua42 (force overload tripped) error message, unrelated to the reported complaint. The reported ua18 error message could not be replicated during the initial functional testing; however, the load cell characterization test results confirmed that both load cell modules were over-reported, which caused the occurrences of the ua18 on the customer's reported event date, as well as the occurrence of the ua42 error message during the initial functional testing. Further functional testing revealed that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance, unrelated to the reported complaint. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to normal wear and tear. The autopulse platform was manufactured in november 2007, and it is almost 13 years old, well beyond its expected service life of 5 years. The sticky clutch plate needs to be deburred to address the issue. Awaiting customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(6).